Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 505c61. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60b reload (b) was received fully fired and with an opened package. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, photos were provided and they showed a fully fired blue reload along with a packaging lot: 653c26 exp: 2026-09-30. Device history review a manufacturing record evaluation was performed for the finished device batch number 505c61, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Only half of the line if yes, was the staple line complete? Yes- only half of did the device cut? Yes- only half of if yes, was the cut line complete? Only half of if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No- surgeon used knife reverse switch forward and open the jaw of the device.

Event description:
It was reported that during an unk procedure, reloads didn't fire properly. The surgery was not delayed and was completed successfully. Surgeon changed to a new reload and no patient consequences were reported.